Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation transformer was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system shut down uncommanded and when rebooted, displayed an 'x-rays disabled' error message. This resulted in a loss of imaging functionality. There is no report of injury or death.